Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the contact reported the pump battery could not be charged past 75%. There was no reported impact to the customer's blood glucose level. The customer declined provide further information and declined troubleshooting for the reported issues.